Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported the nurse recapped a 1 ml bd¿ tb syringe with 27 g x 1/2 in. Bd precisionglide¿ detachable needle one handed. The needle went through the shield, and resulted in a needle stick injury after use. Medical interventions were provided. A blood sample from both the patient, and clinician was collected to ascertain the possibility of hiv exposure at this time.

Manufacturer narrative:
Results: one used 1ml slip tip syringe with liquid (reported lidocaine) and needle attached was received by bd canaan and visually evaluated. The needle was sticking out of a side of the shield. The customer reported the failure occurred during a recapping attempt. If not performed correctly according to the FDA-recommended method, a needle stick injury may occur. A review of the device history record was completed for batch# 7060617 the batch was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Conclusion: - bd canaan was not able to duplicate or confirm the customer's indicated failure. Root cause user error.